Event description:
It was reported that a half day infusor was leaking. The device contained the drug desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: lot manufactured from 02/17/2014 to 02/19/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.